Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead and implantable cardioverter defibrillator (ICD) exhibited low out of range pacing impedances of less than 200 ohms and high threshold measurements. Ra undersensing was also observed. A revision procedure was performed where the ICD was explanted and the ra lead was surgically abandoned and replaced. The field representative noted that during the procedure, he was informed that this issue had been occurring for sometime and the ra lead had been electrically abandoned awhile ago. No additional adverse patient effects were reported.